Manufacturer narrative:
Device eval by MFR: the nc quantum apex catheter was received inside a carrier tube (hoop) within a nc quantum apex product pouch and shelf box that matched the information on the device. The inner and outer shafts were twisted between the bond that joins the inner and outer shaft and the proximal balloon bond. When positive pressure was applied with an inflation device filled with water, water emitted from the tip. There was a tear in the inner shaft 18mm from the proximal balloon bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. An unknown stent was deployed in an unspecified anatomy location. Then a 12mm x 5.00mm nc quantum apex balloon catheter was used and it ruptured at 16atm on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. An unknown stent was deployed in an unspecified anatomy location. Then a 12mm x 5.00mm nc quantum apex balloon catheter was used and it ruptured at 16atm on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).